Event description:
It was reported that the patient underwent a lumbar decompressive laminectomy, left complete facetectomy, extensive nerve root decompression with extensive discectomy with insertion of vb replacements with bmp at l4-5 and l5-s1 with posterior lumber intervertebral graft utilizing autologous bone at l4-5 and l5-s1 with use of the operating microscope, rods and screws were used also. The patient¿s initial diagnosis was l4-5, l5-s1 disc protrusion and spondylolisthesis with degenerative disc disease. The transverse processes at l4, l5 and sacral ala were decorticated. Local autograft supplemented with infuse bone morphogenic protein soaked sponge wrapped around mastergraft was impacted in the posterolateral region predominantly on the right side for the posterior fusion part of the p rocedure. The patient alleges unknown injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.